Manufacturer narrative:
Device passed the displacement test but failed during prime/a33 test due to protruded drive support disk. Unable to verify excessive no delivery alarm due to protruded drive support disk noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump sometimes did not rewind or prime. Blood glucose was unknown. The insulin pump will not be returned for analysis.